Event description:
A malfunction was reported with a malfunction code of malf 12, and technical support provided assistance to reset the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After the pump was reset, the malfunction code did not recur, and the customer was informed to continue using the pump and to contact support if the issue appeared again.